Manufacturer narrative:
510k: 1 unknown nails: pfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) broke post-operatively. The devices were implanted on (B)(6) 2015 and the revision surgery was performed on (B)(6) 2017. Concomitant reported part: 1x unknown pfna blade. This report is for 1 unknown nails: pfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Original awareness of event occurred sometime between (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that during the revision procedure, all the implants were removed and new implants were placed.

Manufacturer narrative:
On the received x-rays, the broken nail is visible. Therefore, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the revision surgery was completed with a hook plate. Revision surgery was completed successfully.